Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported poor quality image failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slice and leak on cable. Based on the results of the investigation it is likely that the following led to the malfunction of the device: there is a noise showing on the image due to component failure of the faulty ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. The issue occurred during set up. There was no patient involvement.